Event description:
The event involved a microclave¿ clear neutral connector where the customer reported a leak flow from a valve (connector cap) during patient use. The customer stated that the incident occurred in the oncology department and the product was not occlusive and leaked nacl0.9%. The nurses discarded the caps. There was patient involvement and no patient injury reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 - telephone extension number - (B)(6).